Manufacturer narrative:
Insulin pump was received with a scratched case. Pump was received with a missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform self test and displacement test due to missing segments or partial display.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that there was crack on the screen. Troubleshooting was performed for damage. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.